Manufacturer narrative:
(B)(4). On 18-may-2015, the customer, (B)(6) medical center, (B)(6) reported that during a CT clinical patient procedure, after completing the scan successfully, the operator was attempting to unload the patient using the gantry panel buttons, when the patient support moved downwards uncommanded. There was no harm to a patient, operator or bystander due to this issue and there was no rescan/reinjection required. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. The fse arrived on site and evaluated the system. The fse evaluated the system and found that the log files contained the s_command_button_stuck_error. The fse determined that the front right gantry control panel had stuck button and ordered replacement of the panel. The fse also cleaned the three pedals of the footswitch proactively. However, on 20-may-2015, when the trained site biomedical engineer was replacing the new right panel, he found that the gantry panel computer (gpc) was blank, even though he could move the patient support through the console. There was no uncommanded motion of the patient support and the device was not in clinical use when the event took place. On 26-may-2015, the biomedical engineer contacted the philips help desk again to inform them of this problem and confirmed the part number of the left gantry control panel. The engineer requested service to be dispatched again. This issue is addressed by a subsequent complaint. The fse arrived on site on 26-may-2015 and evaluated the system. The fse stated that the errors were due to loose cables from the gantry control panels to the gantry control board. The fse replaced both the left and right front gantry control panels and tightened the loose cables to resolve the issue. After this service, there have been no further recurrences at the site. The fse did not provide any log files/bug reports or defective parts for engineering analysis. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the front right gantry control panel. The fse replaced the front right gantry control panel; however, the stuck button error occurred again on the system following this service and therefore, the fse replaced both the left and right front gantry control panels and tightened the loose cables to resolve the issue. Engineering documented their evaluation. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope; single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system; speed of motorized non-programmed motion is limited; the fse replaced both the left and right front gantry control panels and tightened the loose cables to resolve the issue. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse and the site biomedical engineer, a probable root cause was determined that the issue occurred due to issues with front left and right gantry control panels and loose cables.

Event description:
The customer reported an intermittent stuck button error from their system. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that after the scan had finished successfully, the couch was in the full out of gantry position when the table moved to its most downward position un-commanded. The fse went to the customer site to evaluate reported ¿s_panel_max_comm_error, s_serialcom_invalid_format_error (warning), s_serialcom_checksum_error¿ and ¿s_command_button_stuck_error¿ in the error logs. The fse reported the customer's biomedical technician had replaced the right and left front gantry control panels to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).